Manufacturer narrative:
The insulin had motor error alarm during rewind due to piece of plastic debris found on the motor slide rubber pad. Motor passed motor test. Unable to verify unexpected basal rates resetting and perform the unexpected restart error test due to motor error alarm during rewind. All buttons functioning properly. No damage in keypad assembly noted. Pump was tested with a test keypad and no frozen display noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 170 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.